Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,4.1mm,sbm,10 (tsv4b10) has been received in palm beach gardens. No malfunction of the device was identified upon evaluation. Also the device was measured with a caliper and verified to match print specifications relating the device's engineering drawing. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 29 and was used for approximately 1 year, 6 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (63824414). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63824414) for similar cause and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did not occur and the reported event was non-verifiable. The following sections have been updated: g7: checked "follow-up".

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (tsv4b10) was repositioned more buccally with the intention to place a fix implant bridge over the area. As a consequence implant was removed. Tooth location 29.